Event description:
It was reported that this right ventricular (rv) lead showed high, out of range (oor) shock impedance values that appear to have been stable for some time. A beep every twelve hours was heard appropriately for this condition. It was recommended to reset the alarm and increase the oor limit alert value. The rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.